Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button became stuck down. Reportedly, due to the wake button intermittently sticking, the quick bolus screen was opened and triggered multiple incomplete bolus alerts and notifications that the quick bolus sequence was canceled without a bolus being requested. The customer cleared the alerts, and pressed the back button to go back to the home screen, but reported that the alert continued to go off. The customer then turned the pump off. Reportedly, after turning the pump back on the customer received a button alarm; however, no objects were pressing on the button. There was no reported impact to the customer's blood glucose level. It was confirmed that the customer has insulin pens available as alternate insulin therapy.